Event description:
Customer reported a cracked pump screen that rendered the touchscreen unresponsive and inaccessible. There was no reported impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump under warranty, provided instructions for safe transport, and instructed the customer to return the problematic pump within ten days. Customer declined to share information regarding their backup insulin therapy method.